Manufacturer narrative:
Follow-up # 1 - 3/9/2015. Device evaluation. The lay user/patients meter has been returned on 2/12/2015 and further evaluated by lifescan product analysis on 2/24/2015 with the following findings:error 2, 4 and 5 messages observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their one touch verio iq meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first occurred on (B)(6) 2015. The patient manages their diabetes with oral medication(s) (type unknown), diet and/or exercise. The patient denied making any adjustments to their medication dose due to alleged product issue. ¿2-3 weeks¿ after the alleged product issue started the patient developed ¿sore fingers¿ after repeatedly not being able to obtain a blood glucose result on the subject meter. The patient denied receiving any form of treatment as a result of this symptom however. At the time of troubleshooting the cca noted that the patient did not have testing supplies to walk through a retest in order to try to resolve the issue. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.